Event description:
The manufacturer received information alleging a proximal pressure had occurred on the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the three-way solenoid valve was causing this issue on the device. The device's three-way solenoid valve will need to be replaced to address the issue.